Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the repair of the subject device the service department of the olympus (B)(4) found that the fan error e337 occurred and the fan was broken. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It was presumed that because 6 years or more had passed since the device was manufactured, the fan was worn out due to repeated use for a long period, resulting in a failure and a fan error. But the exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.